Event description:
It was reported that when the pt first started intrathecal therapy, the pt needed 500 mcg/day of lioresal. The pt continued to need more and more baclofen and had gotten up to 2000 mcg/day. Despite a catheter revision and unspecified troubleshooting the dose could not be decreased. The hcp further reported that the aspirated pump volume of medication was always right and there was no other sign of a defect with the pump, but the pump was replaced. The actual dose needed with the new pump had not yet been determined. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.